Event description:
The customer reported trouble rewinding the insulin pump. The customer replaced the battery twice, then the screen began flickering. The insulin pump gave battery related alarms, the buttons were not responding and the back light was flickering. The customer also reported fluid underneath the screen. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump also had moisture damage on the motor. Unable to test for the rewind anomaly or flickering display due to the blank display.